Manufacturer narrative:
Please note: device is distributed outside the united states. However, it is similar to the united states product. Any additional information will be submitted within 30 days of receipt.

Event description:
The following report was received from the affiliate: during a coronary intervention to a denovo and focal lesion at the distal left anterior descending, ivus was conducted and it was confirmed that the calcification was slight; and although the lesion was 90% occluded pre-dilation was not conducted. The physician felt friction when the 3.0x13mm cypher des was inserted into the guiding catheter. The device was retrieved and the proximal portion of the stent was found to be flared. Another 3.0x18mm cypher des was implanted instead and the procedure was finished successfully. There was no reported pt injury. The product will not be returned for analysis due to the patients infectious disease. Other patient details are unk.